Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the exposure switch was released. This malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.